Event description:
The nurse at the hospital reported the following event: "(B)(6) performed 2 ablations of abg ii modular implants and would like to have an eval of the implants>" update (B)(6) 2012: "the surgeon performed a revision surgery because the "pt had pain 2 years after the implantation of a modular prosthesis without obvious cause for the pains. No sign of loosening. Per-operatively, non-inflammatory intra-articular liquid with thick capsule without consistency in the joint."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.